Event description:
The customer observed falsely depressed architect tsh results for a 53-year-old female patient. Diagnosis: isotope therapy after tumor surgery; thyroid malignant tumor; secondary malignant tumor of cervical lymph nodes. The first tsh test result was 0.606 uiu/ml and the report was issued, and the clinician questioned the result. The customer reference range is 0.350-4.940 uiu/ml. The customer found the retained sample again, re-examined the sample, and the results of the two re-examinations were 55.257 and 51.758 uiu/ml; the customer believed that the re-examination results were more in line with clinical expectations. No impact to patient management was reported.

Manufacturer narrative:
Service performed extensive troubleshooting to resolve the issue. During that troubleshooting service found evidence leaking of the syringe assy and replaced the part. Replacement of syringe assy was deemed the cause for the false depressed results. The module function was verified with a control/precision run. The service history of the architect i2000sr, serial # isr60339 found no additional false depressed results after the current event was identified. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed architect tsh results for a 53-year-old female patient. Diagnosis: isotope therapy after tumor surgery; thyroid malignant tumor; secondary malignant tumor of cervical lymph nodes. The first tsh test result was 0.606 uiu/ml and the report was issued, and the clinician questioned the result. The customer reference range is 0.350-4.940 uiu/ml. The customer found the retained sample again, re-examined the sample, and the results of the two re-examinations were 55.257 and 51.758 uiu/ml; the customer believed that the re-examination results were more in line with clinical expectations. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.